Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (specific bg values were not provided). Customer alleged the fluctuating bg's were due to the bolus settings needing adjustment. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.